Event description:
The patient was in the intensive care unit and was intentionallly sedated and is ventilated. The patient has a "predisposed disposition", but would not elaborate. The programming was reported to be correct. The low reservoir volume alarm was set to 2 mls and was sounding as the reservoir volume was 1.7 mls.